Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed calcified lesion located in the extremely tortuous right coronary artery (rca). The physician attempted to implant a taxus express2 3.50x12mm drug eluting stent, however, the stent was lifted up. The procedure was completed with another device and the patient status after the procedure was good.